Event description:
The facility reported a device with a failure code 500. This condition occurred during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
The reported failure code 500:320:844:0000 was confirmed during product evaluation. Inspection of this pump revealed the condition was caused by a stuck key on the pump head module (phm) keypad on channel a. To correct this condition. The phm keypad was replaced on channel a. The pump was retested and returned to the customer within specification. This issue is currently being investigated.